Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the coating on the shear tip ripped off when the harvester inserted the tissue welder through the cannula. It was unknown if the jaws were closed prior to insertion as recommended by the IFU. The device did not touch the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw coating was ripped on the curved metal jaw. When the coating (boot) was reassembled, it formed a complete assembly on cold jaw boot. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).